Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no recaptures performed and there were no complications that occurred. An hour and a half post procedure the patients blood pressure decreased and it was noted that they had a pericardial effusion. The physician performed a pericardiocentesis and drained approximately 450cc of dark blood from the patient. The patient stabilized and was kept under observation. The patient has since been discharged from the hospital doing fine following these events.